Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported programmer freezing. The hard drive was reconfigured, and the software was reloaded and updated as a preventative measure. Analysis also noted that the media bay door latch was broken and the lower hinge plate was cracked. All damaged parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was freezing. The programmer was returned for service. No patient complications have been reported as a result of this event.